Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: the issue of the display lens having a smudge was not duplicated; there were no marks or smudges on the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging display (damaged) issue. The reporter noted that the screen is cloudy and dim for the last few months. The patient reported that she can only read screen in a dark room, and cannot read it outside or in the house where there is light. The patient also stated that she bumped the screen 3 months ago and there was a smudge. The patient noted that she can still safely read screen in dark room to continue use of pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.